Event description:
Report received of a tubing separation during pt use. The customer contact reported that the tubing set was being used to deliver normal saline (ns) at a rate of 30ml/hr. At an unspecified time, the pt notified the nurse that the IV was "leaking." The nurse noted that the distal tubing segment had separated from the clave y-site. The tubing set was immediately clamped and no bleedback was noted. The nurse reported that "less than 5ml of ns leaked on the sheet." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.